Event description:
A (B)(6) male with macular retinal detachment was taken for outpatient left vitrectomy procedure on (B)(6) 2013. During the procedure, there was the injection of c3f8 gas mixed with air. Concentration unknown. When the pt came for his follow-up appointment the following day, he had pressure in the 50-60's, normal is in the 20's. The ophthalmologist extracted .6 to .7 cc out of the eye. The following day, the pressure was back up in the 60's. The ophthalmologist has to perform the extraction again. The pressure went back up again to 60-70's. At this time, the pt has no sight in his left eye. The surgeon is concerned that the gas in the cylinder may have caused this continuing eye pressure problem. At this time, pt's left eye vision is 0 and right eye is 80. (B)(4). .